Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h4 the device was returned to olympus for inspection and the reported failure of forceps irrigation plug mounting port rubber misalignment was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detached rubber cover of forceps channel port. Based on the results of the investigation and historical data, stress problem may be a possible cause of the malfunction. The most probable cause is not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that the forceps irrigation plug mounting port rubber of the cysto-nephro videoscope was misaligned. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.